Event description:
The manufacturer received information alleging a ventilator was not delivering the set oxygen percentage. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, the customer's complain was confirmed. The device's oxygen blending module board was replaced to address the issue.